Event description:
Related manufacturer reference number: 2017865-2022-08905. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition, and the right atrial (ra) lead was experiencing noise. The rv lead and ra lead were explanted and replaced. Patient was discharged post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right atrial (ra) lead was over-sensing noise.